Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported ever since the patient had their ins implanted, they have had difficulty charging the ins. The ins never reaches 100% full battery, they have never seen a charge sufficient/complete screen. They lose coupling bars even though they don't move and now they noticed the charge was not lasting as long as they would expect. The patient usually charges once a week and then turns the stimulation off at night when they sleep. The patient woke up this past friday and turned the stimulation on, which the ins showed it was at 50%. Later that night, the ins battery dropped all the way to battery low and they could not turn the stimulation back on. They went to bed and attempted to charge the ins but their symptoms had returned, they were shaking and had a hard time keeping the insr (recharger) antenna over the ins. The patient has never seen the programmer show an ins battery level lower than 25% and is concerned the programmer was not showing the true ins battery level. The caller also mentioned they did increase the stimulation recently because the patient was shaking but that was only one voltage. The patient was to try using adhesive discs to maintain better coupling and try to keep the ins battery charged to prevent discharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that it was determined the patient was experiencing normal battery depletion. The patient reported the recharger would move during recharging and they would lose coupling, which was clarified to be due to their inability to keep the recharger in the same spot. The patient was sent adhesive discs to keep the recharger in place and it was recommended they recharge more than once a week to avoid battery depletion. The patient was directed report any further issues if they occur.